Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis was unable to determine probable cause without further information since the behavior cannot be replicated. This case may be re-opened if additional information is received. Analysis was inconclusive and probable cause was unable to be determined.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy with the system. When the probe was placed in the screw head for an accuracy check it showed the probe tip to be about 3 millimeters off anteriorly and roughly 1 to 2 millimeters lateral of the spinous process clamp screw head. This occurred intra/peri-operatively and the amount of inaccuracy was not specified. The site used a different navigation system to perform the surgery and had no issue. This caused a 15 minute delay to the lumbar fusion case, but no other patient impact.